Event description:
The customer reported receiving inaccurate readings and took his insulin. However, while driving the customer experienced symptoms of hypoglycemia. A stranger called 911 and the paramedics were called and treated the customer with an orange drink. The customer was transported to the hospital where he was diagnosed with severe hypoglycemia and treated with glucose via intravenous. In addition , customer reported receiving a reading of 130 mg/dl on their freestyle flash meter compared to a lab reading of 68 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.